Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.

Event description:
Healthcare professional reports a case of lymphoma. The medical safety team has determined that combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl. There is limited info available for this case after the initial investigation. However, if there is additional info, such as device info, explanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens (which are scientifically acceptable criteria with which to diagnose alcl), the file will be reviewed and updated. An MDR was prepared and submitted and a risk assessment has been made within the timeframe specified in the regulations.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported a potential new alcl case. "Combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl." Additional information received notes that the physician confirmed that "anatomic pathologic test diagnosed compatible cells with anaplastic lymphoma, but once explanted the device and after analyzed the seroma this diagnostic was negative;" unilateral seroma in right breast after 7 years of the implantation. Markers of cd30+ and alk- are not present and there is no lymphoma associated with this device. This record represents the right side. The device has been explanted.